Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had no capture, oversensing and high impedance. The lead was capped and a new lead was implanted. It was further reported that the left ventricular (lv) lead was causing muscle stimulation in all configurations. The lead was removed and a new lead was implanted. No further patient complications have been reported as a result of this event.